Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been "feeling something on my pacemaker." The patient described the feeling as low frequency, with no sound and abnormal. The device is still in use. No patient complications have been reported as a result of this event.